Event description:
It was reported that the arctic sun device boots to a screen stating enter current password. Per additional information updated from ttm on 26jan2026, biomed stated arctic sun device was asking for a password. They paged overnight with a control panel error. Per review of wo notes, discussed that this was indicative of a depleted cmos battery. It was reported that the nurse reports alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 38.9c, targeted temperature (tt) was 37c, water temperature (wt) was 30.4c, flow rate (fr) was 2.6lpm. Guided to diagnostics showed that the system hours were 4978, pump hours were 4065, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was (chiller) 3.9c. Explained this device needs to go to biomed to replace the mixing pump. Nurse obtained a replacement device, however when they turned it on it gave a control panel error (alarm 47). Explained could try turning device off/on. When tried this, the device asked for a password. Explained this device would need to go to biomed. Per follow up information received via task on 28jan2026, spoke with biomed who confirmed and received sn (B)(6) which would be getting a battery replacement but denied receiving another device. And would contact the hospital to try to find this device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 38.9c, targeted temperature (tt) was 37c, water temperature (wt) was 30.4c, flow rate (fr) was 2.6lpm. Guided to diagnostics showed that the system hours were 4978, pump hours were 4065, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was (chiller) 3.9c. Explained this device needs to go to biomed to replace the mixing pump. Nurse obtained a replacement device, however when they turned it on it gave a control panel error (alarm 47). Explained could try turning device off/on. When tried this, the device asked for a password. Explained this device would need to go to biomed. Per follow up information received via task on 28jan2026, spoke with biomed who confirmed and received sn (B)(6) which would be getting a battery replacement but denied receiving another device. And would contact the hospital to try to find this device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boots to a screen stating enter current password. Per additional information updated from ttm on 26jan2026, biomed stated arctic sun device was asking for a password. They paged overnight with a control panel error. Per review of wo notes, discussed that this was indicative of a depleted cmos battery. It was reported that the nurse reports alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 38.9c, targeted temperature (tt) was 37c, water temperature (wt) was 30.4c, flow rate (fr) was 2.6lpm. Guided to diagnostics showed that the system hours were 4978, pump hours were 4065, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was (chiller) 3.9c. Explained this device needs to go to biomed to replace the mixing pump. Nurse obtained a replacement device, however when they turned it on it gave a control panel error (alarm 47). Explained could try turning device off/on. When tried this, the device asked for a password. Explained this device would need to go to biomed. Per follow up information received via task on 28jan2026, spoke with biomed who confirmed and received sn (B)(6) which would be getting a battery replacement but denied receiving another device. And would contact the hospital to try to find this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.